Event description:
The reporter indicated the surgeon implanted a visian implantable collamer lens, in the patients left eye (os) on (B)(6) 2022. The patient complained of glare/haloes post-op. The patient has large pupil and the superotemporal optic edge was seen in the eye. The patient tried brimonidine with mild help. The lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Age or date of birth: unk. Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Expiration date unk. Implant date: unk. Explant date: unk. Device manufacture date: unk. (B)(4). Claim # (B)(4).

Manufacturer narrative:
B5: reportedly, date of surgery for implantation was on (B)(6) 2022 for the left eye (os). Claim#: (B)(4).